Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an opened, non-sterile kit was determined to be inconclusive. The product returned for evaluation was an opened 5fr single lumen powerpicc kit. The kit contained a 5fr single lumen catheter, a sealed statlock, a t-lock extension tube detached from the catheter, a scalpel, a guidewire in the plastic housing, a stiffening stylet that was inside the catheter without the black tab, two introducer needles, two IV catheters, a needle that was inside one of the IV catheters, and a dilator. Use residue was observed on the stylet. Inspection of the kit seal did not reveal any damage or deficiencies. The complaint of an opened, non-sterile kit is inconclusive because the components that were returned appeared to have been used or manipulated. Additionally, some of the components returned in the kit were not originally packaged with the kit. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that pharmacy shared the kit was opened from inside. When costumer open first layer of box, he found that main kit inside which is packed and sealed with proper sterility was opened. The kit was discarded and another kit was used as all preparation was done and patient was also ready. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that pharmacy shared the kit was opened from inside. When costumer open first layer of box, he found that main kit inside which is packed and sealed with proper sterility was opened. The kit was discarded and another kit was used as all preparation was done and patient was also ready. No other information was provided.